Event description:
As reported: was closing the access site with manta 14 after index procedure but couldn't insert the bypass tube through the hemostasis valve of manta sheath. The whole device was changed, and the access site was closed successfully with the new manta, despite similar difficulties to insert the closure device through the hemostasis valve (more force had to be used) associated to: MDR 3010252479-2022-00278 manta.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
One unit of the manta device and sheath were returned under the same reference complaint number for both MDR fu-3010252479-2022-00277 manta and MDR fu-3010252479-2022-00278 manta. It is unknown which complaint reference number is represented. Blood particulates were noted the units. The units were decontaminated an inspected. The unit was tested for advancement. Resistance was observed when the bypass tube was advanced via the button valve. No tears or damages noted on the button valve. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci, a 14f ce manta was planned for closure in the left common femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while advancing the bypass tube into the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2022-00278 manta.